Manufacturer narrative:
Qn#: (B)(4). Additional information from customer: device was not used as per IFU: the exposed catheter distance between the proximal site and the exit site is less than 6 cm. Probably this explains the manipulation of the compression cap has not been proceeded correctly. No use of saline to slide the compression cap. Vascular surgeon places catheters for many years and never had complications before. An in-service was provided.

Event description:
Customer reported that: the chronic dialysis catheter got placed on 23rd of july. When patient got dialyzed on 4th of august, there were complications: during startup it wasn't possible to aspire blood. Air instead came out. When physiological water got injected, moisture came out and the compression cap started leaking blood (overpressure?). Patient was transferred to the or. Vascular surgeon replaced the extension lines with repair kit. On 4/8 patient was not very well (air embolism?) And stayed at the operating room. On 5/8 patient was better and was dialyzed and at this time there were no complications.

Event description:
Customer reported that: the chronic dialysis catheter got placed on 23rd of july. When patient got dialyzed on 4th of august, there were complications: 1. During startup it wasn't possible to aspire blood. Air instead came out. 2. When physiological water got injected, moisture came out and the compression cap started leaking blood (overpressure?). Patient was transferred to the or. Vascular surgeon replaced the extension lines with repair kit. On 4/8 patient was not very well (air embolism?) And stayed at the or. On 5/8 patient was better and was dialyzed and at this time there were no complications.

Manufacturer narrative:
(B)(4) additional information received: it was confirmed that the patient experienced an air embolism. This is the reason the patient was transferred to the or and stayed for observation (after extension lines were replaced). The patient's condition improved afterward (condition listed as "fine"). It was also reported that an in-service was performed with the surgeon. The customer returned one connector assembly for evaluation. The connector assembly was returned with the compression sleeve and threaded compression cap assembled. The catheter body was not provided for evaluation. Visual examination did not reveal any obvious defects or anomalies. The luer hubs were fully intact with no cracks. The compression sleeve did not contain any damage. The returned connector assembly was flushed using a water-filled lab inventory syringe. No blockages or leaks were observed. The returned connector assembly was used to aspirate water. No blockages or leaks were observed. A device history record review was performed with no relevant findings. The instructions-for-use provided with this kit warns the user, "green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation." The customer report of an air embolism could not be confirmed by complaint investigation of the returned sample. The returned connector assembly passed all relevant visual and functional testing, and a device history record review was performed with no relevant findings. Based on the customer report that the device was not used per the IFU, user error likely caused or contributed to this event. However, without the catheter body to evaluate, the root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.